Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.5+3.0/170 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to low vault with rotation. A replacement lens of longer length was later implanted in a second surgery. Status of the eye was reported as "ok". In the reporters opinion the cause of this event was user error/other: small lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.